Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had hypoglycemia and also experienced hyperglycemia. The customer reported that he had low blood glucose levels of 3.0 mmol/l which was treated with juice. It was reported that the customer declined to perform troubleshooting and the blood glucose increased to 11 mmol/l up to 17 mmol/l. The customer treated the high blood reading with insulin pump. Troubleshooting was performed. It was reported that the insulin pump delivered too slow. It was reported that there were air bubbles inside the tubing. No leaks were found during the troubleshooting. It was reported bolus history displays all bolus entries based on their recollection. It was reported that the insulin pump passed the displacement test and the high pressure test. The insulin pump is not expected to return for analysis.